Event description:
It was reported that during the final part of a procedure, before undocking the ion system, the patient experienced a st-elevation myocardial infarction (stemi). A respiratory therapist reported that the patient was transferred to catheterization lab and then to the intensive care unit (ICU). It was reported that the patient was fine. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
There was no allegation or indication that an ion device, its accessories, or its software malfunctioned. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "patient had a stemi during ion biopsy procedure. It is unclear if the patient had any comorbid conditions prior to the procedure. Cardiac catheterization was performed but the results are not available. Per report, patient was admitted to ICU and was doing well. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained. There is no evidence the event was device related based on the limited available data. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023"